Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.